Event description:
It was reported that the patient faced hyperglycemia on (b)(6) 2026. The blood glucose was high for three to four hours and the patient was treated with correction dose and manual injections.

Manufacturer narrative:
E1: Name - (b)(6). Street- (b)(6). City- (b)(6). State- (b)(6). Zip Code- (b)(6). Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545,Manufacturing Site: 8021545.